Event description:
The pt experienced intermittent stimulation. Impedances on all bipolar electrode pairs involving electrodes 5,6, and 7 were greater than 4000 ohms. The lead was placed occipitally and the pt was sensitive to stimulation therapy, so stimulation amplitude was not able to be increased to re-test impedances. The implantable neurostimulator battery voltage was 2.6 volts. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).